Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to diabetic ketoacidosis and blood glucose level of 527 mg/dl. The customer was treated with intravenous insulin and saline and was discharged with no permanent damage. Reportedly, the pump touch screen was unreadable. Reportedly, the screen was black which blocked graphics and text.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.